Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump gave call service alarm three or more times within a 30-day period. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/24/2014 with the following findings: review of the black box data and alarm history revealed multiple call service alarms recorded. On investigation, the pump powered on normally and emitted a call service alarm upon the attempt to rewind. The pump was opened for investigation and revealed a single component failure on the printed circuit board. The component was replaced and was able to be powered on and functioned properly without further call service alarm emission.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.